Event description:
Pt reported that on (B)(6) 2011, she disconnected the infusion device to shower in the shower in the morning and then reconnected after. At 1:00 p.m., blood glucose was 18.1 mmol/l (325.8 mg/dl) and she delivered a correction bolus of 4 units. Pt ate food at 2:00 p.m. And delivered a food bolus of 5 units and a correction bolus of 4 units. Blood glucose was elevated to "hi" from 4:00-11:00 p.m. Pt delivered correction boluses of 7 units at 4:00 p.m., 8 units at 9:00 p.m. She also delivered a food bolus of 5 units at 6:00 p.m. Blood glucose decreased to 29.3 mmol/l (527.4 mg/dl) on (B)(6) 2011 at 1:00 a.m. And to 23.1 mmol/l (415.8 mg/dl) at 3:00 a.m. Pt felt stick and was vomiting and was taken to the hospital at 5:00 a.m. By her husband. The hospital disconnected the infusion device, started her on insulin injections, and treated her for diabetic ketoacidosis. Pt reconnected the infusion device at 5:00 p.m. With the assistance of a diabetes nurse educator, and at that time, it was found the infusion needle was bent. The infusion set and cartridge were changed. Pt reported she did not consult the provided material to troubleshoot the issue and that she did not follow treatment guidelines from her health care professional. Pt was discharged from the hospital on (B)(6) 2011 without any further concerns. She reported she was new to infusion device therapy and will be "more careful in the future." All accessories in use during this event were discarded and will not be returned for eval. No additional info was provided.

Manufacturer narrative:
No product will be returned for eval. This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.